Event description:
Boston scientific received information that during a routine follow up this device declared elective replacement indicator (eri) after being implanted for only four years. Device settings showed a ventricular output was programmed to 4.0v and 1.0ms and counters showed 100% rv pacing. Premature battery depletion (pbd) was suspected. The device was explanted and replaced. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
The device was returned to boston scientific. Upon receipt, the device will undergo detailed analysis in an attempt to confirm and determine the root cause of this event.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.